Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies found on save to disk. Very limited data in the save to disk file. Concomitant medical products: 407658 rv lead, 407652 ra lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of capture and low thresholds. A microdislodgement was confirmed. The lead was reprogrammed and repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.